Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing on the right ventricular (rv) and competitor right atrial (ra) leads. Review of the episode noted the noise observed on the ra lead was consistent with minute ventilation (mv) oversensing which was also observed on the rv channel but to a lesser extent with intermittent oversensing. The field representative reported there was a known integrity issue with the competitor ra lead that resulted in intermittent high pace impedance measurements allowing mv oversensing to occur. Boston scientific technical services (ts) explained several factors that may contribute to the mv oversensing on the ra channel to be observed on the rv lead. Rv lead measurements were unremarkable at the time of the episode in question, but several high out-of-range impedance measurements were reported from several months prior during which time the patient stated they were harvesting fruit. No abnormal measurements or noise could be reproduced during provocation testing. The device was reprogrammed to no longer utilize the mv sensor. No further action is planned as the patient does not wish to undergo a lead revision procedure. No adverse patient effects were reported. This system remains in service.